Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the reported defect could not be confirmed. Therefore, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image issue occurred during the device inspection. The power was turned on before the device inspection, and after about five minutes the power turned off. However, while monitoring the device, it powered on again. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to complaint- (B)(4).

Event description:
It was reported the high-definition liquid crystal display monitor went off during a test, but the sub monitor was showing the image. The main monitor suddenly turned off. The issue occurred during a unspecified diagnostic procedure. There were no reports of patient harm.